Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) /2021. On (B)(6) 2021, the patient¿s caregiver reported that in the hours prior to the event, the patient¿s cgm displayed low, but the patient¿s bg was 8.0 mmol/l. Later, the patient was found unresponsive and an ambulance was called by the caregiver. At the time of the event, the patient cgm was alerting for low; a bg was performed which was 2.0 mmol/l. The patient was transported to the hospital and released several hours later. There was no documentation of what medical treatment (s) was administered by the ambulance or the hospital. There was no report that the patient experienced any hypoglycemic symptoms prior to losing consciousness. After the event, the patient remained ¿shaky¿. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.